Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the patient would be placed under observation and discharged just like a typical pci patient. The returned microcatheter was found fractured at its distal tip. Its braids layer was exposed for approximately 1mm. By magnified observation of the fracture portion, cracks were found in the circumferential direction near the fracture surface of the tip on the proximal side, which are usually witnessed when polymer is elongated by pulling force. Cracks in the circumferential direction were also recognized on an inner layer of polymer under the exposed braids. By magnified observation of the returned tip fragment, there were cracks in the circumferential direction near the fracture surface, which are usually witnessed when polymer is elongated, just as seen on the fracture surface of the proximal side. The polymer on the fracture surface of the tip fragment had a trace of ductile fracture. On the middle portion of the tip fragment, there were cuts in the longitudinal direction which were likely to be caused by interference with the stent struts, as well as occasional scratches which were likely to be caused when the stent struts dug into the polymer. Observation of the returned microcatheter and its tip fragment suggested that the tip polymer of the subject microcatheter got fractured at approximately 3mm to the distal end, where the tip portion got separated as if it were torn off from the braids layer. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that the subject catheter was pulled while its tip was trapped by the stent struts. As pulling force from withdrawal manipulations was locally applied to the tip polymer, eventually the tip eventually got fractured. Although there was no indication of product deficiency, it was concluded that a possibility could not be denied that a fragment was left inside the patient anatomy because damage to the polymer was so severe. The instructions for use states: [contraindication] do not use this microcatheter in advanced calcified lesion; [warnings] do not insert or withdraw this microcatheter into or through stent struts; and, [malfunctions and adverse effects] damage (kink, bend, separation, burst, damage to the hydrophilic coating).

Event description:
During a pci to treat a heavily calcified cto lesion in rca, a guide wire was retrogradely advanced through the struts of an existing stent placed in lad to the septal branches. Then the subject microcatheter was advanced along the guide wire but could not go through the struts. When an attempt was made to withdraw the microcatheter, its tip got fractured. After the stent struts were expanded by use of a balloon catheter, an asahi catheter was delivered to the septal branches to push the microcatheter fragment out as far as to rca. The procedure was continued until revascularization was achieved and the tip fragment was retrieved.